Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical technician reported a patient with diffuse lamellar keratitis in the left eye one day post lasik. The topical steroid dosage was increased, an oral steroid was prescribed, and a flap lift and rinse was performed. The patient noted good vision and comfort. Additional information received states the patient was seen in follow up and the diffuse lamellar keratitis has resolved.